Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer required assistance to treat a blood glucose (bg) level. It was not provided if the customer experienced a high or low bg level. Multiple contact attempts were made by (B)(4) technical support to obtain additional information regarding the event; however, no response was received from the customer.